Event description:
The customer's mother reported via phone call that the customer unexplained high blood glucose levels. The caller also reported that the insulin pump alarmed motor error and no delivery during a bolus delivery. She stated that the no delivery alarms were caused by an empty reservoir. The customer's blood glucose was 415 mg/dl, which was treated for via insulin pump. The customer was able to complete the rewind sequence. The caller reported that the no delivery alarm was resolved by a reservoir change and declined to return the infusion set and reservoir for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.